Manufacturer narrative:
We have requested the device be returned to the manufacturer for evaluation. We have not received the device to date. Device not returned to the manufacturer.

Event description:
On (B)(6) 2016 - the consumer alleges that the product had caught on fire. The product allegedly damaged the consumers bed and various bedding items. The consumer was not injured.